Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 450 mg/dl. The customer experienced dizziness, nausea, thirst, and vomiting. The customer's mother stated that nothing out of the ordinary occurred leading to the event. It was found that the customer had caught a virus that caused his blood glucose levels to run high. He was treated with insulin and an intravenous drip. The customer's mother called 2 days later to report that the act button required multiple presses to garner a response during the bolus procedure. She stated that she observed the act button not responding correctly while the customer was in the hospital. The most recent blood glucose reading was 113 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.